Manufacturer narrative:
The returned, used device was found to have the suture hook broken off at the weld tip. The broken tip was returned for evaluation. The evaluation could not find any sign of misuse from the user or any signs that the welding process was not completed correctly. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: precautions: do not exceed five (5) procedures per limited use suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Warnings: if hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the c6360, spectrum ii suture hook, 45 degree right, broke at the tip while passing sutures during a rotator cuff repair on (B)(6) 2018. The component was removed using graspers which caused a 2-minute delay in procedure. There was no medical intervention or extended stay in the hospital for the patient. The patient is reported in good status and went home the same day of the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.